Event description:
It was reported that the system's cine operation was non functional. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine hard drive cable was evaluated and reseated. The system was tested and found to be working as intended and returned to service.